Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was air leakage due to cracking of the light guide connector, which as a result prevented watertightness due to external factors. Upon further inspection, it was observed that the adhesive on the objective lens was peeling and had come off due to handling. It was also observed that the curved rubber part of the adhesive was missing. It was observed that the video connector was cracked due to external factors. Lastly, scratches were observed on the following unit components due to external factors: the operational part, the grip, the up-down plate, the right-left plate, the video connector, the light guide cover glass surface and, on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus asset, endoeye flex deflectable videoscope had air leakage from the light guide connector. There was no patient/user harm or injury reported due to the event. The asset was returned to the service center for inspection and estimation. Upon inspection, it was observed that the adhesive of the objective lens was peeling off, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the quality data trending & analysis and monitoring was performed which, produced no new findings that would change the understanding of the event. The root cause of these events could not be determined however, based on the results of the investigation, it is likely that one of the following led to the malfunction: it is presumed that the defective event was due to stress caused by repeated use, external factors, or handling over time. During a follow - up with the user facility, it was confirmed that: the reported issue occurred post procedure during reprocessing of the scope. The device was inspected prior to use however, the details of that inspection are unknown. The procedure was therapeutic and was completed with no delays or device replacement. Olympus will continue to monitor the field performance of this device.